Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious, alone, and at home in bed at the time of passing. The patient's sister was in the shower and heard the lifevest alarming at the time of the patient passing. Review of the download data, indicates the patient received two shocks in response to oversensing of low cardiac signal. The device detected an arrhythmia at 18:58:21. The patient's rhythm was asystole with intermittent cardiac activity and the response buttons were pressed at this time. The patient was in asystole at the time of both treatment shocks at 18:59:40 and 19:00:05. The patient's post shock rhythm for both shocks was asystole. The electrode belt was subsequently disconnected at 19:49:46 on (B)(6) 2019. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery and then again after the treatment delivery. The response buttons functioned appropriately. The patient passed away on (B)(6) 2019. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death. The patient was already in a non-life sustaining, there is no indication that the lifevest caused or contributed to the patient death.